Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). Review of the most recent repair record determined that the motor speed was unstable and the motor had corrosion. The cable was damaged, connection pulled out of place. The reciprocation arm and screws were worn. The reciprocation arm, screws, motor, switch and plug harness were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: united kingdom.

Event description:
It was reported that during an unknown time the device is in need of repair. There was no note of patient impact or delay. During product evaluation, it was found that the motor speed was unstable. Due diligence is complete and there is no additional information available.